Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was shown to have a change in longevity estimates between remote checks. It was suggested that the longevity was overestimated due to battery voltage plateau in diagnostics. There were no programming changes made and the pacemaker will continue to be monitored.